Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 2266443 or catalog n-27-lx115-255 through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.